Event description:
It was reported that a flogard infusion pump does not function. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During the investigation it was identified that alarm f66, found in the alarm log, was the determined problem. Alarm f-66 was caused by sensor board damage. The device was removed from service and a replacement device was arranged with the customer.